Event description:
A siemens field support specialist sought medical treatment for transitory eye injury after a reagent splash. The reagent product and lot number is unknown. Current controls on the reagent packaging include the use of safety equipment for skin, eye and inhalation. If safety equipment is used there is no risk of harm to the user.

Manufacturer narrative:
Evaluation: method - process evaluation was used to determine adequate safety precaution for handling reagents. Evaluation: results - it is assumed the siemens employee did not use proper safety equipment when handling the reagent but unable to confirm. Evaluation codes: conclusions - when safety equipment is worn as required by product labeling no injury is expected. Product is within performance claims.